Event description:
It was reported that patient developed bradycardia during a code blue, necessitating temporary pacing. Two pacel balloons were tested prior to placing in the patient but did not inflate, therefore delaying treatment. A third device functioned appropriately.